Manufacturer narrative:
Location of the device is unknown.

Event description:
A company representative reported that a patient underwent revision surgery to address a backed-out tritanium pl cage and a loose unspecified set screw. This record captures the tritanium pl cage.

Event description:
A company representative reported that a patient underwent revision surgery to address a backed-out tritanium pl cage and a loose unspecified set screw. This record captures the tritanium pl cage.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The tritanium pl cages are to be used with supplemental fixation that is intended for use in the lumbosacral spine. If pedicle screws were not inserted earlier in the procedure, insert pedicle screws at this point or other appropriate supplemental fixation. Compression of the pedicle screws or interspinous device may be used to create segmental lordosis of the segment fused. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. As it was confirmed that the blocker migrated out of the screw, causing the rod to migrate out, the most likely root cause for the tritanium pl cage migration was due to inadequate supplemental fixation due to a compromised fixation structure.